Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: s-rom femoral prosthesis fracture.

Manufacturer narrative:
Conclusion and justification status: the complaint states revision right total hip arthroplasty. Reason for revision: s-rom femoral prosthesis fracture. No femoral bone fracture. Sight of stem fracture - within the confine of the sleeve. Distal to the proximal edge of the sleeve. Surgeon removed s-rom stem sleeve and ceramic head. Surgeon used competitor product for the revision (stryker restoration) surgeon reported patient did not have traumatic incident to cause prosthesis fracture. Surgeon requesting the implant be collected for testing to determine reason for stem fracture. No stickers with reference or lot numbers available for prosthesis removed. Revised product descriptions are: s-rom 14x9 stem, s-rom sleeve 14d small and biolox delta ceramic head 11/13 taper 32+0. Primary operation date: (B)(6) 2012. This was the patient's first revision. A complaint database search and review of manufacturing records did not identify any anomalies. The returned parts were reviewed by applied research and two reports were received stating the diameter and form of the head met the manufacturing specification. No stripe wear or wear scar was noted. A 6-25 % of the head had metallic transfer, on the stem 6-25% was covered with bone/organised soft tissue and no burnishing or corrosion was noted. Black debris is noted on the proximal region of the stem sleeve interface in an isolated region. The taper scoring for this region was not applicable as the full surface was not visible. The returned x-rays and products were reviewed by bioengineering and a report was received stating that the x-ray shows the fractured stem. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.